Event description:
The clinician reports the implant was inserted (B)(6)2019 in ada 9. Details of surgery: immediate extraction site. On (B)(6)2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and fistula. No further patient complications were reported.